Event description:
This case reported concerns with a female patient, with a history of chronic graft-versus-host disease (gvhd) who was receiving extracorporeal photopheresis therapy (ecp) on a schedule of 2 consecutive treatments per week, at 2-week intervals. In 2007, approximately 5 minutes into cycle 1 of an ecp treatment, the operator heard noise and the blood leak alarm sounded. The operator noted that the bowl had cracked at the bottom and had sprayed blood into the centrifuge and below. Some blood splashed on the centrifuge glass cover and droplets were noted on the linens of the patient's bed. The operators were not at the bedside when the crack occurred and were not contacted with the patient's blood, although an operator could have been exposed to a biohazard. No other people were present at the bedside. The operator did not perform a manual return of blood. Estimated blood loss to the patient was 120mls, which was tolerated without incident. The patient was immediately disconnected from the instrument and reconnected to a different instrument and completed the ecp treatment successfully with a new kit from the same lot.

Manufacturer narrative:
The centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA and competent authorities outside the us have been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions. In some cases, blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator. Therakos is also investigating a modification to the centrifuge cover to mitigate splashing in the event of a bowl base break.